Event description:
During a remote follow up, episodes of post paced t-wave oversensing were noted on the device. Reprogramming was performed. Technical support was contacted and recommended further reprogramming. No further intervention has been performed. The patient was stable and will continue to be monitored.